Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that there is no trend. The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. However, it was reported that a power injector was used with the one-link extension set. Per the product label, ¿extension set is not rated for power injector. Tubing rupture may occur¿. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
A customer reported that the tubing of a one-link extension set burst during a contrast injection. The customer indicated the set was being used in conjunction with a power injector. The tubing used during this infusion was not rated for use with a power injector device. This event occurred during use. No patient injury or medical intervention was reported to be in association with this event. No additional information is available.